Event description:
A patient in the operating room was being monitored and the user did not get an ECG signal from the device. The customer stated that there was a serious injury to a patient. It was reported that there was no, or at least, a late asytole detection. The patient's current condition is unknown.